Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). A review of the device history logs provided by the user facility showed that on the date of the incident an infusion was started at 4:23pm with a rate of 8.5 ml/hr and a 60ml syringe was loaded in the pump. Over the course of the infusion, twenty-five pressure/occlusion alarms occurred during the period from 4:30pm to 6:17pm. The infusion was ended at 6:21pm when the pump alarmed for a drive blocked error. The pump is designed to stop infusing until the alarm issue is resolved, and due to the high volume of alarms it does not appear that there was a problem with the flow rate. The actual device involved in the reported incident was not returned for evaluation. Without the actual device a thorough sample analysis could not be performed and no specific conclusions can be drawn. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the infusion was running but no fluid was pushed and we didn't have an alert on the pump. Perfusor pump was set at 8.5ml/hr with a 60ml syringe.